Event description:
It was reported that following a diagnostic catheterization procedure, an angio-seal evolution was used to close the common femoral artery (cfa) on (B)(6) 2010. One day later, the pt returned to the emergency room and complained of leg pain. The pt underwent a CT angiogram and was sent home. The physician received the details of the CT reading from the radiologist and concluded that the cfa was occluded. Two days later, the physician crossed the occlusion with a wire and then placed a spider distal embolic protection device. He then ballooned repeatedly and then placed a protege self expanding stent. The pt's blood flow was completely restored. The pt has been discharged and is doing well.

Manufacturer narrative:
No product was returned for eval and review of the device history record was not possible since the lot number was unavailable. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.